Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms. Although the alarms reportedly resolved following a modular cable and system controller exchange, a specific cause for the alarms could not be conclusively determined through this evaluation. The submitted controller event log file captured a driveline power fault alarm active on (B)(6) 2024 from 06:17:46 until 06:57:24 when the driveline was disconnected. The disconnection of the driveline appeared consistent with a controller exchange from the patient¿s original system controller, (B)(6), to a new controller, (B)(6). Following the exchange, the driveline power fault alarms appeared to have resolved. Review of the remaining log file data revealed a second controller exchange occurring on (B)(6)2024, when system controller (B)(6) was exchanged to (B)(6). According to information provided by the account, it appears the second controller exchange was performed as a precaution after the patient was taken to the hospital. The pump appeared to ramp up to the stored patient speed without issue following each controller exchange. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." These sections also outline system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power fault alarms, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient got out of the shower and was transitioning from their shower bag to their consolidated bag when "connect driveline" alarms began. They called the ventricular assist device (vad) emergency phone in the morning around 06:30 to report a "connect driveline" alarm. They denied any water getting on the equipment. Connections for the driveline at the modular cable connection and at the system controller were secure, no yellow light was showing at the modular connection site. Green arrows on the controller were off, but when going through pump settings, the speed/flow/pulsatility index (pi)/power were all still showing the patient's normal parameters. The patient called 911, paramedics auscultated the pump, and no mechanical pump sounds heard. Paramedics performed a modular cable and controller exchange, and the alarms resolved. The patient was brought to the emergency department (ed) and parameters were within normal limits. The patient was stable and felt well. Log files from the post-exchange controller were sent for review to ensure the driveline looked okay before the patient would be discharged. An echocardiogram was also to be completed. The log files submitted for evaluation contained very little information since being connected to the vad. The data visible indicated that the system was operating as intended. The event log file from the pre-exchange controller captured a driveline_power_fault alarm flag associated with a (f4) pwr_a_broken controller fault flag. The fault indicated that the amount of current measured across the power a conductor was reduced significantly lower than the current measured across the power b conductor. The data showed fluctuations in these values at the time of the driveline_power_fault alarm flag and thereafter. The recorded data indicated that the system was able to maintain motor speed up until the driveline was disconnected at approximately on (B)(6) 2024 06:57:52. The healthcare providers planned to replace the modular cable and monitor the patient overnight as a precaution. After the modular cable and system controller exchange that occurred overnight there were no alarms heard. Log files indicated that the condition of the connectivity of the power conductors between the system controller and lvad had improved and there were no adverse events recorded during the recorded history.